Manufacturer narrative:
This report is being submitted to update a1 (patient identifier) b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (describe event or problem), d6b (explant date), d8 (device avail for evaluation), d9 (returned to manufacturer date), h1 (type of reportable event), h2 ( follow-up, what type) h6 (impact codes), h7 (remedial act, type), and additional MFR narrative).

Event description:
It was reported that a red alert posted to the latitude website, for this pacemaker device with a premature battery depletion (pbd). At this time the device remains implanted. No adverse patient effects were reported. New information was provided indicating that this pacemaker device was surgically explanted and returned to st paul for analysis. Once analysis is complete, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a red alert posted to the latitude website, for this pacemaker device with a premature battery depletion (pbd). At this time the device remains implanted. No adverse patient effects were reported.